Event description:
It was reported that the patient contacted support stating that their meal announcements were resulting in too much insulin delivery. The patient reported a current blood glucose of 41 mg/dl and stated that they had consumed soda to raise their glucose level. The patient described the issue as intermittent but worsening. During the most recent event, the patient announced a lunch when their blood glucose was 156 mg/dl, and the device delivered 2.093 units. Following this, the patient¿s blood glucose dropped to 41 mg/dl. A review of the patient¿s data showed that they had experienced at least one low blood glucose event per day over the previous three days. The patient confirmed that meal announcements were being entered before eating. The patient stated that before using the device, they typically used 3¿4 units of insulin for meals, but the device had been delivering 5¿6 units for similar meals, which they believed was contributing to post-meal lows. For the most recent event, the patient reported eating pretzels between lunch and dinner, which raised their glucose. Automated corrections then activated to bring glucose down, and the subsequent meal announcement appeared to result in stacked insulin, contributing to the low event. The patient noted that during the prior week they were in range more than 90% of the time but felt this was only because they were frequently eating to prevent lows. The patient expressed interest in restarting the device to retrain meal announcements. They were informed that a reset was not recommended based on current data but still wished to discuss the option, and a training task was created for follow-up. The patient confirmed that their blood glucose levels were affected, with a lowest value of 41 mg/dl and approximately 45 minutes spent outside the target range. No back-up therapy, ketone testing, professional medical intervention, or additional assistance was used. No immediate health effects such as dizziness, loss of consciousness, or dka were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.